Event description:
The customer reported the evis exera iii xenon light source caused the monitor to display a scope communication error code (b30). Additional details relating to the patient and the event have been requested, but no response has been received at this time. No adverse effects to patient reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. It was recommended to clean scope contact with alcohol, powering off/on cv system. The customer has indicated that the device will be returned. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.